Event description:
It was reported that bard 010114 may have transitioned to bd branding. With bd branded catheters, the item code was stamped on the foley catheter itself but was difficult to read, whereas the code had been easier to read when the product was bard branded. Additionally, the drainage eye appeared smaller. The product was ordered through byram healthcare, and it was stated that they add the 10 boxes of 12 into one box so there are 120 that seem to get tangled. The transition from bard to bd and changes in manufacturing locations were discussed. The customer was not upset but wished to report the concern in case it represented a quality issue. Contacting byram healthcare to determine whether the product could be ordered differently to prevent tangling was discussed. The matter was forwarded to the complaints department for appropriate handling.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.